Event description:
It was reported that during the implant procedure, this lead was placed at the interventricular septum of the right ventricle (rv). Testing showed no pacing, high capture thresholds, and device sensing was low. It was suspected that there might be an issue with the testing cable. The cable was checked and replaced with a new one; however, the same result was observed. It was then suspected that there might be something wrong with the position of this lead, but after multiple attempts to reposition it, there was no improvement. Further testing was performed by placing an atrial lead at the interventricular septum of the rv to determine the status of this lead. It was determined that there was a performance issue with the rv lead. As a result, the lead was exchanged for a new one to complete the procedure. Testing of the new lead showed normal parameters. No adverse patient effects were reported. This lead was discarded due to infectious disease.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.